Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage to distal strut row 11, with stent struts lifted and pulled distally. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple kinks on several locations of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found a shaft polymer extrusion kink located 122.6cm distal to the distal strain relief. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The chronic totally occluded target lesion was located in the non-tortuous and moderately calcified distal right coronary artery. A guidezilla support catheter was used in the procedure and after deploying a synergy stent in the distal area, another 3.50 x 48mm synergy stent was advanced to treat the lesion. However, when maneuvering the device in and out of the guidezilla, the physician noticed that something was wrong. The device was removed and it was noticed that the stent struts were damaged by the guidezilla. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The chronic totally occluded target lesion was located in the non-tortuous and moderately calcified distal right coronary artery. A guidezilla support catheter was used in the procedure and after deploying a synergy stent in the distal area, another 3.50x48mm synergy stent was advanced to treat the lesion. However, when maneuvering the device in and out of the guidezilla, the physician noticed that something was wrong. The device was removed and it was noticed that the stent struts were damaged by the guidezilla. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.